Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the active exhalation control module observed. The oxygen blending module and fi02 sensor need to be replaced to address the issue. Additionally, the air inlet foam filter will be replaced due to preventative maintenance. The device passed final testing.